Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter.

Event description:
Global field surveillance received a report that the peritoneal dialysis (pd) nurse was having difficulty screwing the transfer set onto the catheter adapter when changing the 6 inch transfer set. The pd nurse stated that the threads were exposed; therefore not allowing a secured connection. They are wary that the transfer set may become disconnected during patient usage. There was no injury or medical intervention reported.

Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 501 mg/dl, 501 mg/dl and 108 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.